Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set occlusion alarm issue event on 23-feb-2026. The occlusion resulted in blockage at the abdominal infusion set site. Symptoms were observed within three or more hours of insertion. No further information available.